Event description:
It was reported that during a gastric bypass procedure, the clips would not advance. A clip was stuck on the second use of the applier. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jaws unable to open_open after assisted, sticking jaw/cam. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled, fed and properly formed the clips upon firing. However, during each firing sequence the trigger hesitated when attempting to open the device. The device was manually assisted to open the trigger. A possible cause for this issue is that an incorrect stack inside the shaft is creating forces that do not allow the jaws to open immediately after releasing the trigger. The device lockout as intended, but the orange indicator did not show up. A batch record review was performed and no anomalies were found during the manufacturing process.